Manufacturer narrative:
Related MFR # 2916596-2018-03021 manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was able to be confirmed. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 13 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). Atypical low voltage alarms were active throughout the log file while the controller was connected to battery power due to fluctuating rsoc voltages. The alarms cleared shortly after activating. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Multiple good faith effort attempts were made asking what troubleshooting was performed for the low voltage hazard events, if the events resolved, and if any products will be returned; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarms. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the 14v battery clips and 14v batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced driveline fault alarms. The log file contained a few intermittent driveline fault events on (B)(6) 2023 at 2003 and 2027, (B)(6) 2023 at 1954 and 2350, and (B)(6) 2023 at 0104. In order to ensure that the driveline faults were authentic, a controller exchange was recommended. X-ray images of the driveline was submitted that revealed a couple of areas that looked suspicious but could not be guaranteed that they were the areas causing the issues. There was no indication in the log files that and ungrounded cable was needed. The patient was to be admitted for additional work up. Additional log files were submitted for evaluation concerning pump stop events on battery power. The log file showed pump stop and speed reduction events on (B)(6) 2023 and (B)(6) 2023 implying potential issues with the percutaneous lead. These events appeared to occur on battery power and in order to prevent further interruption in support, it was recommended to immobilize the percutaneous lead and avoid unnecessary upper body movement. The x-ray images of the driveline showed unusual bends at the pump bend relief and at the internal loop. The data from the new controller also confirmed there was a damaged conductor within the driveline. Driveline repair was declined and the patient was to wait for transplant.